Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) testing revealed a no output and no telemetry condition. The no output and no telemetry condition was the result of lifted battery bond wires.

Event description:
It was reported that the device had no output and could not be interrogated. Patient had been experiencing worsening shortness of breath. It was also reported at the last device check on (B) (6) 2010 the battery impedance was 3.7 kohms (depleted at 9.3 kohms) and that due to previous trends, a 6 month follow-up appointment had been given. The device was replaced. No further patient complications were reported as a result of this event.